Event description:
As reported by the edwards field clinical specialist, the physician was unable to place the 24fr sheath in the left ilio-femoral system. The medical team decided to proceed with the tavr procedure via the right femoral vein through a 26fr ascendra sheath for a transvenous trans-septal approach. The 26mm sapien valve was crimped on the proximal portion of a 23mm x 5cm z-med balloon. During deployment of the valve in an antegrade fashion, the sapien valve slipped off the z-med balloon and embolized into the aorta. The sapien valve was retrieved with a balloon and secured in the distal portion of the thoracic aorta with a self-expanding stent. A second 26mm sapien valve was crimped on the center of a 23mm x 5cm z-med balloon and successfully deployed across the native annulus. Following post dilation with a 25mm x 5cm z-med ii balloon, a final gradient across the aortic valve of 7 mmhg was observed. The patient was noted to be in stable condition post procedure. The native aortic annular diameter was 27mmx22mm (area 493) by CT. The native aortic valve was moderate-severely calcified. The patient¿s ejection fraction (ef) was 72%. There was mild ventricular septal hypertrophy. During valve deployment, ventilation was held and there was no loss of pacing capture. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. The edwards sapien transcatheter heart valve is not indicated for delivery via a transvenous trans-septal approach with a non-edwards balloon; however, valve embolization is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition/embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. However, due to the fact that this is an off-label use of the device, there are no specific instructions for the deployment of the sapien valve via a transvenous trans-septal approach. In this case, it is possible that the off label transvenous trans-septal approach in combination with the placement of the sapien valve on a non-edwards balloon caused or contributed to the sapien valve slipping off of the delivery balloon and embolizing into the aorta. The patient¿s preserved ejection fraction (70%) may have also contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.